Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.